Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was not reported. The caller wanted to check the insulin pump for functionality. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms were noted. The insulin pump passed the prime and self tests. The caller could not conduct the high pressure test at the time of the call. Nothing further was reported.